Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an unresponsive screen that would not unlock, and customer support advised attempting to unlock while on a charger and, if unresolved, holding the wake button for 30 seconds to recalibrate the capacitive touch sensor. Symptoms included no reported adverse clinical effects and blood glucose values remained in range. Outcomes included no alarms, no alerts, and no medical intervention or hospitalization. Investigation included remote troubleshooting and user-directed device recalibration steps. Investigation of this case revealed a suspected touchscreen responsiveness issue localized to the user interface component, with no impact on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user interface malfunction due to a transient capacitive touch calibration issue.